Event description:
It was reported that multiple cartridge alarms occurred with multiple cartridges. The customer reverted to manual injections for insulin therapy. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.